Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited a high pacing threshold and high pacing impedance, which increased suddenly several months prior. The rv outputs were adjusted and the patient will continue to be monitored. No patient complications have been reported as a result of this event.